Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function and blood splashed on nurses gloved hand. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the blood collection room of the first hospital of (B)(6) reported today that during the fbn blood collection process this morning, the tail end rubber sleeve failed to rebound normally and caused blood leakage. The nurses recalled that the situation had lasted for more than half a month and occurred every day. The probability is about 20 times. The blood collection room averages 2000 blood samples per day. The blood will be splashed in the needle holder, nurse's hand (with rubber gloves), desktop, etc. At present, different nurses in each window have occurred. The customer's current attitude is poor. Today, the batch with blood leakage problem is (B)(4), which is the blood leakage when about the third tube is connected.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/5/2020. H.6. Investigation: bd received 151 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. The sleeve recovered the cannula on all 151 samples during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function and blood splashed on nurses gloved hand. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the blood collection room of the (B)(6) hospital of (B)(6) university reported today that during the fbn blood collection process this morning, the tail end rubber sleeve failed to rebound normally and caused blood leakage. The nurses recalled that the situation had lasted for more than half a month and occurred every day. The probability is about 20 times. The blood collection room averages 2000 blood samples per day. The blood will be splashed in the needle holder, nurse's hand (with rubber gloves), desktop, etc. At present, different nurses in each window have occurred. The customer's current attitude is poor. Today, the batch with blood leakage problem is 9330622, which is the blood leakage when about the third tube is connected.